Manufacturer narrative:
Valve not explanted.

Event description:
An (B)(6) male patient had a stenotic aortic valve removed. A perceval pvs27 was implanted, and a left atrial appendage closure was performed. The operation went well, and no problems were encountered during weaning from bypass. The patient was extubated within a few hours. One day later, the patient was cold and clammy with kidney deterioration but no pericardial effusion. The patient was put on 24-hour watch, but did not improve. Echo showed a shunt between the left and right sides of the heart. On (B)(6) 2018, a device was inserted to prevent leakage. The patient recovered and was left with a very small shunt. The patient was discharged on (B)(6) 2018. The physician suspected that the radial force exerted by the valve may have pressed against the patient's thin septum and torn a hole in the septum, resulting in the shunt. It was reported that the patient's aorta was fragile, but not porcelain. According to the physician, the annulus was not debrided more heavily than usual, and the valve was ballooned according to the IFU.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not received for analysis, no device investigation can be performed, and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified. It should be noted that the stiffness of the inflow ring has been shown to be stable, and does not increase over time. This has been confirmed with 4d CT image processing of perceval valves implanted in a target patient population. Geometric changes occurring during the cardiac cycle were quantified to determine system compliance at the annulus level, and the maximum recorded increase in perceval diameter at the annulus was 12%, relative to the minimum allowable annulus dimension prescribed in the perceval instructions for use. As such, the device is unlikely to have contributed to the reported event.